Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One assembled introducer and dilator were returned for review. The broken portion of the introducer was not returned. The introducer and dilator were both found to be out of specification according to the part number provided. Based on the dilator dimensions, it is possible that the wrong part number was reported with the issue. The end of the introducer exhibited damage with jagged edges and evidence of bodily fluids. There were also indentations on the end of the introducer as though something had been clamped to the introducer. It is possible that breakage could have occurred based on the observed condition of the end of the introducer. A definite root cause for the breakage issue cannot be established with confidence. Possibly, the damage to the introducer, that could have resulted in breakage, may be related to an event within the user environment.

Event description:
Micro introducer broke off and part of sheath was left inside the patient¿s great saphenous vein. Needed to abandon the procedure and transport patient to the emergency room. She will need open surgery to remove the sheath from the vein.